Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered inappropriate shocks. The egms indicated a problem with lead insulation. The lead was explanted and replaced.